Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported that issue was catheter tube severance, specifically above the catheter hub nose. The cause of the reported issue was cannula damage. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the nurse placed a 20g IV in the patient's right arm and started drawing blood. The blood flow slowed down, and they heard a whistling sound, like the catheter was pressed against the vein wall. The reporter noted that they tried to gently pull the catheter back to improve flow but suddenly heard a snap. The nurse was holding the catheter hub, while the tip stayed in the patient's arm. There was slight bruising, but the patient did not feel any pain or discomfort. The patient was admitted and taken to vascular surgery to remove the catheter. Another IV was started but they couldn't distinguish which one was from the malfunctioned catheter. The event happened when the device was first used. It occurred in a hospital run by a health professional. The patient was injured and needed medical treatment.

Manufacturer narrative:
B3: unknown; no information has been provided to date. D4: possible lot #: 6129963 or 6131337. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.